Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad). Two 20/30 indeflator¿s ppak were used to inflate a balloon; however, it was noted to not release negative pressure due to a issue with the black seal. Both devices were removed and discarded, and another indeflator was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.